Manufacturer narrative:
(B)(4). The date of implant is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received 2 units of packed red blood cells due to a drop in hemoglobin and hematocrit to 6.7g/dl and 21.1%. No further information was provided.

Manufacturer narrative:
The patient underwent an emergent heart transplant on (B)(6) 2018 for ventricular tachycardia. The evaluation of heartmate 3 lvas did not reveal any device-related issues. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. A direct correlation between the device and the reported bleeding ventricular tachycardia could not conclusively be established through this evaluation. The lvad event and periodic log files retrieved from the returned device capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.